Manufacturer narrative:
With all the available information, boston scientific concludes that the reported allegation of fiber break was not confirmed. Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that the total internal reflection (tir) surface was misaligned and that is indicative of a glue failure. The observed condition on the fiber it is likely due to an excessive cap wear during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the surgery was interrupted since it was noticed that the fiber tip was broken after 77,770 joules and 7:27 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the surgery was interrupted since it was noticed that the fiber tip was broken. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the surgery was interrupted since it was noticed that the fiber tip was broken after 77,770 joules and 7:27 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another fiber without patient complications.